Event description:
It was reported that a revision surgery took place on (B)(6) 2013, to reposition the device. During the revision surgery it was seen that the device conductor link had strongly grown into the bone. On trying to expose the fmt, the conductor link was accidentally cut. The patient was re-implanted in the same surgery with a bonebridge. The fmt was left in the patient due to strong ossification.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.